Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
It was reported that impedance check revealed high impedance on the lead. As such, surgical intervention took place wherein the lead was explanted to address the issue. No new lead implanted. Therapy was resumed with the other lead.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.